Event description:
It was reported by service report that the scale is not working and the bed is drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Failed nut in lift motor assembly.